Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. The patient from this medwatch underwent a revision surgery on (B)(6), 2012. It is unknown at this time if the revision surgery was related to this event. That revision surgery will be reported in its own medwatch.

Event description:
It was reported that 'xia titanium 4.5 cross connector 19 mm' was set once and the surgeon tried to change the fixation site of the cross connector. But, the set screw was worn and he could not loosen the set screw. So, he could not change the fixation site and the procedure was finished. The surgeon said, 'it is problem that there is not torque wrench for set screw. Also, it is problem that the screw could not be loosen after tightening once.' The surgeon needs the information that the limitation of the set screw tightening and the loosening method (if the set screw is loosened).